Event description:
Upon review by the manufacturer's investigation unit, the housing of the blood glucose device was melted. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.